Event description:
Notified that a hi-pinnacle medication cart from (B)(6) had caught fire after the morning medication pass. The nurse had completed her medication pass and plugged the cart back in to charge when noticed sparking and smoke coming from cart. Removed cart to outside area and used fire extinguisher to extinguish cart.